Event description:
It was reported that approximately one year ago, a patient expired after undergoing a da vinci si gynecological procedure.

Manufacturer narrative:
On (B)(6) 2012, the initial reporter informed intuitive surgical that the patient death was not related to surgical error, nor was it related to the anesthesia administered to the patient. The initial reporter also indicated that the da vinci si surgical system did not malfunction during the surgical procedure. Due to hipaa regulations, the initial reporter was unwilling to provide any further information.

Manufacturer narrative:
On (B)(6) 2012, a hospital representative informed intuitive surgical that the patient death had nothing to do with the use of the da vinci si surgical system and the patient issue would have occurred regardless of how the surgical procedure was performed.